Event description:
Patient reported using one emergency mix in (B)(6) 2021. (Exact dated unknown) for cassette malfunction but doesn't remember what the issue was. Cassette lot number 019920332. No further info, details or dates available. Did the reported product fault occur while in use with the patient? -yes; did the product issue cause or contribute to patient or clinical injury? - no; is the actual product available for investigation? -no; did we replace product? Yes, did the patient have a backup product they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes, did the product issues cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? N/a, is the actual cassette available for investigation? No, did we [MFR] replace the cassette? No, patient has supplies on hand, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? N/a, is the infusion life sustaining? Yes, what is the outcome of the event? Resolved? Yes, or going? N/a. Reported to (B)(6) by: patient caregiver.